Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72) and a non-penumbra microcatheter and guidewire. During the procedure, after removing the microcatheter, the red72 advanced and, subsequently, ruptured the vessel. It was reported that the patient later expired. The exact event date is unknown. The physician attributed the patient death to the vessel rupture. No additional information was provided.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, vessel rupture, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.